Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery jaw metal piece broke off and fell in patient. Piece was retrieved from inside leg using laparoscopic forceps. Procedure was complete so no replacement device was needed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery jaw metal piece broke off and fell in patient. Piece was retrieved from inside leg using laparoscopic forceps. Procedure was complete so no replacement device was needed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery jaw metal piece broke off and fell in patient. Piece was retrieved from inside leg using laparoscopic forceps. Procedure was complete so no replacement device was needed. The hospital did not report any patient effects.